Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A 23-week extremely premature infant with a large, hemodynamically significant tubular patent ductus arteriosus (pda) and partial aortic arch obstruction underwent an attempted transcatheter pda closure on (B)(6) 2026 at six weeks of life (weight 4 kg). Vascular access was obtained via the right femoral artery (4 fr) and right femoral vein (4 fr). Initial aortic catheterization from the right femoral artery confirmed the presence of a partial aortic obstruction; however, it was determined not to be significant enough to preclude transcatheter pda closure. A decision was therefore made to proceed with transcatheter pda closure via an antegrade femoral approach using the right femoral venous access site. A 0.018-inch guidewire was initially used to navigate through the right heart and across the ductus arteriosus. The guidewire was then exchanged for a 0.035-inch wholey guidewire, and a 4 fr torqvue lp catheter was advanced over the guidewire through the right heart, across the pda, and into the descending aorta. Low-intensity fluoroscopy in an anterior-posterior (ap) projection was used during catheter advancement; however, the distal tip of the torqvue lp catheter was reportedly difficult to visualize. Resistance was encountered during further advancement of the catheter, and additional forward force was applied. At that point, the catheter could not be advanced further and firm resistance was noted. It was subsequently identified that the distal tip of the torqvue lp catheter had advanced beyond the aortic bifurcation into the left femoral artery, where it became kinked and wedged, preventing straightening and percutaneous retrieval. Attempts to retrieve the torqvue lp catheter using a snare via the contralateral right femoral artery access site were unsuccessful. As a result, the vascular surgery team performed a surgical cutdown of the left femoral artery, allowing the distal tip of the catheter to be externalized, straightened, and ultimately removed through the right femoral venous access site. Following removal of the catheter from the vasculature, a decision was made to proceed with implantation of a piccolo occluder device. An initial attempt to implant a 04-06 piccolo occluder via the right femoral venous access site was unsuccessful due to inadequate device size for pda closure. The occluder was subsequently upsized to a 05-04 piccolo occluder, which was implanted successfully. Post-implantation, the patient experienced loss of the left femoral pulse and was managed with anticoagulation therapy. Despite treatment, the patient continued to experience ongoing left lower-extremity ischemia, and it was reported that the patient may require a left below-the-knee amputation.